Event description:
Boston scientific received information that this patient developed a spontaneous atrial arrhythmia that was sensed by the device resulting in multiple therapies and therapy exhaustion. Programming changes are to be made to the device. No other adverse patient effects reported.

Manufacturer narrative:
At this time this device remains in service. Should additional information become available, this investigaion will be updated.